Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of severe pain and swelling, nerve damage and temporal arteritis are physiological complications and analysis of the device generally does not assist allergan in determining a problem cause for these events.

Event description:
Patient reported approximately 2 weeks after injection ¿on both temporal lobes¿ with unspecified juvéderm¿ patient developed ¿unusual and severe pain and swelling¿. Patient treated with an anti-inflammatory and antibiotic. Patient was later reviewed by a neurologist and who noted ¿it appeared to be nerve damage¿. Patient was given one cortisone injection and additional antibiotics. Patient then developed ¿throbbing pain on the right side¿ possibly temporal arteritis. Patient had juvéderm¿ ¿removed¿ from both temporals. Symptoms are ongoing.

Manufacturer narrative:
.

Event description:
Patient reported approximately 2 weeks after injection "on both temporal lobes" with unspecified juvederm patient developed "unusual and severe pain and swelling." Patient treated with an anti-inflammatory and antibiotic. Patient was later reviewed by a neurologist and who noted "it appeared to be nerve damage." Patient was given one cortisone injection and additional antibiotics. Patient then developed "throbbing pain on the right side" possibly temporal arteritis. Patient had juvederm "removed" from both temporals. Symptoms are ongoing.

Event description:
Patient reported approximately 2 weeks after injectio "on both temporal lobes" with unspecified juvederm patient developed "unusual and severe pain and swelling". Pt treated with an anti-inflammatory and antibiotic. Patient was later review by a neurologist and who noted "it appeared to be nerve damage". Pt was given one cortisone injection and additional antibiotics. Pt then developed "throbbing pain on the right side: possibly temporal arteritis. Pt had juvederm "removed" from both temporals. Symptoms are ongoing.